Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID d354trg, serial# (B)(4), implanted: (B)(6) 2013, product ID 693565, serial# (B)(4), implanted: (B)(6) 2013, product ID 407652, serial# (B)(4), implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4). The full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed, there was blood on the distal conductor of the lead and it was not obstructed, the outer insulation of the lead was extrinsically breached due to a cut, visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient was implanted with the implantable cardioverter defibrillator (ICD)  system and the next day expired in the hospital due to ventricular tachycardia (vt) and ventricular fibrillation (vf). The strips from the monitor showed a slow ventricular tachycardia (vt) under the detection zone. The concern is about why the patient did not got shocked for the ventricular fibrillation (vf) and why pacing did not happen. The customer alleges that a possible device malfunction led to the death of the patient.